Event description:
It was reported that the lead integrity alert (lia) triggered for right ventricular (rv) lead increased impedance to high measurement, high short interval counts (sic) episodes, and apparent tip to ring noise. The lead was partially explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).